Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient came to the hospital after receiving an alert for noise. Patient will be set up for remote monitoring. No further information is available.